Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient presented with congestive heart failure (chf) and was hospitalized on the same day. The patient was also diagnosed with atrial fibrillation. The patient underwent cardioversion with restoration of normal sinus rhythm as a treatment for the atrial fibrillation. Six day post procedure the issue was considered resolved without residual effects and the patient was discharged the same day. In (B)(6) 2014, the patient presented with shortness of breath, chest pain and hemoptysis. Seven days after onset of symptoms coronary angiography was taken and also revealed 90% in-stent restenosis (isr) of an unknown stent which was treated with balloon angioplasty. Following post dilatation, residual stenosis was 40%.

Event description:
(B)(4). It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure and coronary angiography were performed. Target lesion #1 was an in-stent restenotic lesion of a previously placed unspecified drug eluting stent located in the proximal saphenous vein graft (svg) to first obtuse marginal (om) branch, with 70% stenosis and was 8 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with direct stent placement using a 4.00 mm x 12 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the left main coronary artery (lmca) with 70% stenosis and was 14 mm long with a reference vessel diameter of 4.0 mm. It was treated with direct stent placement using a 4.00 mm x 16 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel on the same day. In (B)(6) 2014, the patient presented due to unstable angina and was hospitalized on the same day. The patient was also diagnosed with right lower lobe pneumonia. Seven days from admission, the 90% focal isr of the previously placed study stent in the first om was treated with balloon angioplasty with 0% residual stenosis. Ten days from admission, the event was considered resolved without residual effects and the patient was discharged.